Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
Additional information was received from the patient that reported they had requested a rechargeable implantable neurostimulator (ins), but ¿the wrong battery was inserted,¿ which led to the ins failing within one year. The patient also reported the ¿controller¿ began to weaken, and died over a two to three day period, five to six days short of one year after implant.

Event description:
The patient later indicated that the patient had some confusion regarding device serial numbers. The responses for the 2nd implant in the returned patient letter actually refer to issues with the first implant. The additional information in the patient letter stated that the device had stopped completely and there was no stimulation. The issues had resolved, and the new battery (2nd implant) was working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the device was not rechargeable and simply failed over a period of several days.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and healthcare provider (hcp) reported the first unit failed. In (B)(6) 2015, the battery died. It occurred in less than a year. After investigation it just depleted. The device was replaced with the new implantable neurostimulator (ins) on (B)(6) 2015. Relevant medical history included spinal pain. No symptoms or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.